Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 310 - 320 units of insulin during the load sequence. Customers blood glucose was 170 - 198 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.